Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. The safety button was depressed and the needle was fully withdrawn into the housing. The catheter was received loose. The safety was reset. Subsequently, both the guidewire and safety mechanism functioned as intended. Microscopic inspection of the sample did not reveal any damage or deformity.

Event description:
It was reported the accucath device was contaminated during set up so it never touched the patient. The button was pushed to retract the needle but it would not retract. This morning when looking at the device, the needle was retracted. It was stated the bd clinical specialist working with this facility could not get the button to retract the needle.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep1006 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reep1006) have been reported from the same facility.

Event description:
It was reported the accucath device was contaminated during set up so it never touched the patient. The button was pushed to retract the needle but it would not retract. This morning when looking at the device, the needle was retracted. It was stated the bd clinical specialist working with this facility could not get the button to retract the needle.